Event description:
The customer reported to the field service engineer that the video telescope high frequency unit "esg-400" displays error message e433 error code. The field service engineer instructed the customer to turn off the unit, disconnect the connectors from the unit, disconnect the footswitch, then turn the unit back on, but the error code kept coming back on. The customer then returned the device to olympus repair center for evaluation of the reported error code. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error message e433 error code, and a deformed/ worn top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e433 error could not be identified. However, it¿s likely the cause is related to a defective generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).